Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that no issues were found, the device appears to be in good conditions. The catheter flushed normally when the imaging core was fully retracted and fully advanced. Moreover, the telescope assembly was able to properly pull back, advance, or retract. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-05340 and 2134265-2015-05339. It was reported that automatic pullback failure occurred. The target lesion was located in the left circumflex (lcx) artery. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view the target lesion. Also, a 6f non bsc guider and a non bsc wire were used for the procedure. The opticross imaging catheter was used to evaluate the lesion pre stent and images were successfully captured. However, when physician attempted to reevaluate the lesion post stent, it was noted that the pullback could not be activated. The physician tried disconnecting and reconnecting the catheter from the pullback sled but still could not get the auto pullback to work. Furthermore, the physician tried to do manual pullback but images were now fuzzy. Manual pullback was then completed; however, the opticross imaging catheter was not used after the distorted images. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-05340 and 2134265-2015-05339. It was reported that automatic pullback failure occurred. The target lesion was located in the left circumflex (lcx) artery. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view the target lesion. Also, a 6f non bsc guider and a non bsc wire were used for the procedure. The opticross imaging catheter was used to evaluate the lesion pre stent and images were successfully captured. However, when physician attempted to reevaluate the lesion post stent, it was noted that the pullback could not be activated. The physician tried disconnecting and reconnecting the catheter from the pullback sled but still could not get the auto pullback to work. Furthermore, the physician tried to do manual pullback but images were now fuzzy. Manual pullback was then completed; however, the opticross imaging catheter was not used after the distorted images. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.